Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary intervention using a 6f sheath. Reportedly, the device was successfully preflushed prior to use. After insertion, back flow was weak through the marker lumen. The device was not advanced further as the physician was concerned of the risk this may cause to the patient. The feet were opened, and the suture was deployed successfully. The device was removed with resistance. After removal of the device, it was noted a foot was missing from the footplate. A computed tomography scan was taken. The location of the foot is not known; however, there was no apparent obstruction of flow in the artery. Manual compression was used to achieve hemostasis. Hospitalization was prolonged for three days. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed based on the returned device condition. The reported marker lumen blockage could not be confirmed as the returned device analysis noted fluid was observed coming out of the marker, thus indicating the marker lumen functioned as expected. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, the returned device condition indicates the device marker lumen functioned as expected and there was evidence of blood in the marker lumen. Additionally, it is unknown if this IFU deviation would have directly contributed to the reported difficulties. A conclusive cause for the reported difficulty removing the device and foot detachment could not be determined. Factors that contribute to difficulty removing the device may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to foot detachment may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue). The marker lumen obstruction appears to be related to under insertion of the device contributing to the reported blood flow through the marker lumen. The subsequent foreign body left in the patient and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.